Event description:
It was reported that during an open pancreatoduodenectomy, all staples next to the cut line were unformed at the 1st firing. The staple height was green. The holding time was 15 seconds. The device was fired intermittently as the force of firing was high. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc?---yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? ---yes. Was the rep present for this case? ---yes. Was the cartridge loaded with the retaining cap on? ---no information. Was there an attempt to load the cartridge proximal end first (like en endocutter)? ---no information. Did anyone move the firing knob to the left or right after loading the device but before firing? ---no information. Was buttressing material utilized? If so, which product? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, or opening)? ---firing force was higher. Was there any difficulty removing the device from the tissue? ---no. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? ---malformed staple. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? ---no information. Was a leak test completed? ---no information. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? ---yes. If the device locked out, did it lock out on tissue or prior to use on tissue? ---n/a. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? ---no information. Was the firing to close an ostomy? ---no. If so, which firing. Is a pathology specimen and/or report available? ---no information. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) ---no information. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? ---no information. How long has the surgeon been using this device for this procedure? ---no information. What predicate device was used by the surgeon? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information. Where was the location of the malformed staples distal, proximal or in the middle of the staple line? ---all staples on one line closest to the cut line. Where the staple legs unformed or did they have irregular shapes? ---unformed. Response from the affiliate: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc?---yes . Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? ---yes. Was the rep present for this case? ---yes. Was the cartridge loaded with the retaining cap on? ---no information. Was there an attempt to load the cartridge proximal end first (like en endocutter)? ---no information. Did anyone move the firing knob to the left or right after loading the device but before firing? ---no information. Was buttressing material utilized? If so, which product? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, or opening)? ---firing force was higher. Was there any difficulty removing the device from the tissue? ---no. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? ---malformed staple. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? ---no information. Was a leak test completed? ---no information. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? ---yes. If the device locked out, did it lock out on tissue or prior to use on tissue? ---n/a. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? ---no information. Was the firing to close an ostomy? ---no. If so, which firing. Is a pathology specimen and/or report available? ---no information. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) ---no information. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? ---no information. How long has the surgeon been using this device for this procedure? ---no information. What predicate device was used by the surgeon? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information. Where was the location of the malformed staples distal, proximal or in the middle of the staple line? ---all staples on one line closest to the cut line. Where the staple legs unformed or did they have irregular shapes? ---unformed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.